Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side ¿rupture¿. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as fold flaw opening. Additional observations: creases are observed. Wear abrasion observed on the device. Stress marks are observed assessed as non-penetrating nick.

Event description:
Patient reported right side ¿rupture¿. Device has been explanted and replaced.